Manufacturer narrative:
Evaluation of returned device confirmed reported condition. Multiple devices from this lot have been used with no reported issue or complaint. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent meniscal repair procedure on unknown date. During the procedure, the surgeon attempted to use a meniscal repair device but the device would not deploy an anchor. No injury to the patient or delay to the procedure was reported.